Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a lead implant attempt there was placement difficulty. The physician attempted to reposition the lead that was strongly fixated on the right ventricular (rv) septum. The physician then tried to rotate the lead counter clockwise and then pulled on the lead. The lead was finally removed with a piece of myocardium. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.